Event description:
A distributor contacted technical service to report that the viking m lift had a burned cable. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The device was requested for service/inspection by baxter.

Manufacturer narrative:
The baxter technician inspected the lift and found that the control wire was cut, and had burnt out the casing. The field service technician replaced the power cord to resolve the alleged issue. The technician performed functional, visual, and audible tests per the service manual to verify the lift functioned as designed. The electrical parts of liko lifts are compliant with iec 60601-1 which applies to the basic safety and essential performance of medical electric equipment and medical electric systems even as liko lifts comply to the above-mentioned electrical standard, there is still a risk that abnormal wear and tear can damage the cables. Therefore, the periodic inspection manual for liko mobile lifts 3en371001 rev. 5 it is stated under section 8: verify that all cables are properly inserted. Re-insert if uncertain. Verify battery charge by inspecting the charger indicator. Check cables and connectors for damage or wear. Although the reported event did not result in a serious injury, a cut power and burnt-out cable could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.